Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that erroneous enzymatic carbonate (eco2) results were obtained on 10-15 patient samples on the dimension exl with lm instrument. Calibration recovered acceptably on the day of the event. Siemens advised the customer to replace the diaphragm. Quality controls (qc¿s) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse determined the integrated multisensor technology (imt) port drain tube was kinked. The imt rotary valve was cleaned and the imt rotary valve x-seal was replaced. The imt was conditioned, and a dilution check was performed, which passed. The customer ran qc¿s which recovered within ranges. Through instrument files, siemens determined that there were abnormal assay flags due to result monitor a failure, which demonstrated reagent in the reagent well depleted. Result monitor a failures occur mostly due to high levels of co2 in room air, which will cause abnormal assay flags due to substrate depletion of reagent. Depletion of the substrate reagent in the well, due to poor ventilation, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous enzymatic carbonate (eco2) results were obtained on 10-15 patient samples on dimension exl with lm instrument. No further information was provided at the time of filing this report. The customer did not provide patient data. There is no known reports of patient interventions or adverse health consequences due to this incident.